Manufacturer narrative:
Concomitant medical products: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# v103453, implanted: (B)(6) 2008, product type: lead. Product ID: 3387s-40, lot# v103453, implanted: (B)(6) 2008, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
A consumer reported via a company representative that the patient complained about the longevity of their ins (implantable nuero stimulator); it was reported that their first ins lasted 4 years and this ins lasted 2.5 years. It was also reported that the ins had some high and low impedance but none of these contacts were used in the patient's therapeutic settings. The patient's battery went into end of service and it was replaced with the new battery on the day of report. It was unknown if the issue was resolved at the time of the report. The indications for use for this patient were essential tremor and movement disorders